Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with two ecr60d cartridge reloads present. The cartridge reloads were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The returned cartridge reloads were tested for functionality by resetting and reloading them into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a vertical banded gastroplasty procedure, the device would not fire. The device fired the first time with success but after re-arming, it has remained blocked (out of the patient, it cannot be re opened for use). Another like cartridge was used with the same event (the device could not be fired). Another like device was used (another device and another cartridge). The device and the two defective cartridges will be returned for analysis. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.